Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 55.5 cm from the connector pin. The initial reported event of lead failure was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted. The lead was explanted and replaced.